Event description:
During a shoulder procedure utilizing an osteoraptor 2.3 w/ 1 ub cobraid black it was reported that as the two anchors (two devices, same lot#) were placed at the drilled tunnel, they broke off right at the tip of the handle, contaminated and thrown in sharps bin. They were removed with a grasper. There were no reported patient injuries or complications. Additional information confirms the procedure was completed successfully with new anchor which placed in the original bone holes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only the delivery device was returned. No anchor was returned for evaluation. No information regarding site prep was provided. Per the IFU 10600388 rev. E ¿when using osteoraptor 2.3 mm suture anchors, use a smith & nephew 2.3 mm in-line drill guide, 2.3 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion¿ a review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacturer of the device can be established.